Manufacturer narrative:
The customer technical specialist (cts) verified the event via telephone. The cts recommended the customer bleach the baths and perform a shutdown procedure. The issue was resolved by bleaching the baths and performing a shutdown procedure. Bes internal identifier: case-(B)(4).

Event description:
The customer reported patient samples recovered with erroneous high platelet (plt) results when cycled on their act diff 2 hematology instrument. It was confirmed that erroneous results were not reported out of the lab. There was no report of death, injury, or change to patient treatment as a result of this event. Print outs of the event were requested but not provided by the customer.